Event description:
A customer reported a tandem mobi cartridge alarm during the loading process of their pump. There was no adverse impact to the customer's blood glucose level. The customer confirmed that they followed the necessary steps in the tandem mobi app to remove and load a new cartridge but encountered an issue with no drops during the re-loading attempt. No previous history of similar cartridge alarms with the pump was reported.